Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: should have been yes.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. No patient symptoms were reported.